Event description:
On (B)(6) 2013, at (B)(6), the customer reported that for cardiohelp unit (article number 701048012; serial number (B)(4)) that the display showed a "battery 1 needs service" message. The service technician replaced the batteries and verified that they had 100% charge. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6) 2013 - cardiohelp unit was serviced by a maquet service technician. The maquet service technician replaced the batteries and tested batteries indicated 100% charge. Battery date was reset. Batteries passed battery calibration during last pm service on (B)(6) 2013. Technician performed electrical safety tests. (B)(4).